Event description:
It was reported that during the implant procedure it was difficult to position the ventricular lead. A new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomalies were found